Manufacturer narrative:
The vt ablation was reported in MFR report#: 2916596-2021-04914. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-04884. It was reported that the patient had low flow alarms. The patient had exchanged their system controller with no improvement to flows and they were presented to the emergency department (ed). Upon presentation, the patient's international normalized ratio (inr) was 1.2, lactate dehydrogenase (ldh) was 318 u/l and flows were <1l and the patient was in cardiogenic shock. Within 6 hours, the patient had an arrest and was placed on venoarterial extracorporeal membrane oxygenation (va-ECMO). Given that the patient's left ventricular assist device (lvad) had flows of 0 lpm, it was disconnected. Imaging showed that the outflow graft was clotted off and there was a clot sitting on top of the inflow cannula on echocardiogram. The patient had underwent a ventricular tachycardia (vt) ablation a few weeks prior to presentation. The patient is now in progressive cardiogenic shock with multi-organ failure. Technical services reviewed the log file and confirmed the low flow events.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: system controller was evaluated following the reported event of low flows. A review of the submitted log file spanned approximately 8 days ((B)(6) 2021 ¿ (B)(6)2021 and (B)(6) 2021 per time stamp). The low flow alarm was active intermittently from (B)(6) 2021 at 22:14 to the end of the log file due to flow falling below the 2.5 lpm threshold. This low flow incident is covered under the pump investigation in related manufacturer report number: 2916596-2021-04884. The driveline was disconnected on (B)(6) 2021 at for a controller exchange. The controller was turned on briefly on (B)(6) 2021 without the driveline connected. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot low flow and no external power alarms. No further information was provided. The manufacturer is closing the file on this event.